Manufacturer narrative:
Reference medwatch 2032227-2014-57303 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received excessive no delivery alarms. When she tried to change her infusion set, she was unable to fill her reservoir. The customer's blood glucose level was 397 mg/dl. She also reported that she was hospitalized on (B)(6) 2014 because of her high blood glucose level of 453 mg/dl. The customer was wearing her insulin pump at the time of hospitalization and when she changed into her gown the tubing detached from the quick release. The product was not returned. Nothing further to report.